Event description:
Reporter alleged that she kept using the same multiclix lancet 40 times and her finger became infected, red and swollen. Reporter stated that she went to her doctor and was given an antibiotic, keflex, for treatment. No other action or treatment resulted. Labeling recommends using a new lancet for each test. A request was made for the return of the suspect device.